Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Hold for at 6/28/18during follow-up, oversensing due to noise episodes from the right ventricular (rv) lead were observed. No intervention was performed; the patient was stable and will continue to be monitored.